Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6cm abdominal aortic aneurysm. Vessel morphology at implant was reported as the proximal aortic neck was 24mm in diameter and 7-8mm in length. Degree of angulation was noted as mild. Vessel tortuosity and calcification was mild. During the index procedure the final angiogram revealed a possible type ia endoleak. The physician decided to add a proximal cuff 36x36x49. The physician stated that the endoleak appeared to be much less; however, was not resolved. The physician attributed the event due to the short proximal neck and calcium shelf. No additional clinical sequelae were reported and the patient is doing fine.